Event description:
During surgery, an electrical smell was noted and smoke noted to be rising from motor life area. Pt was transferred to a stretcher and moved to another or where surgery was completed.

Manufacturer narrative:
Steris was not notified of this event at the time of the event by the facility or their third party servicer. Facility uses getinge-castle as their third-party service group. The getinge service person repaired the table. As of 12/16/04, steris has not received any notification of what repairs were performed. However, the hosp did say the table had been repaired and was working. DHR reviewed, no problems noted. Unclear if the hosp will share their service records for our review. Requested that steris service go back and review parts order records for the account to see if we can determine what table parts may have been used for repairs.